Event description:
Patient underwent generator replacement due to battery depletion on (B)(6) 2016. The explanted generator has not been received to date despite multiple attempts.

Event description:
It was reported that the physician was unable to interrogate the patient's generator on (B)(6) 2015 with two different programming systems. The physician was not concerned about the function of the programming systems as they have been successful in interrogating other vns patients till then. The patient's device is not suspected to be at end of service and patient is only returning in (B)(6) 2016 for the next appointment. Additional information was received that the programming system used for patient's device was also used the next day for a different patient and programming went successfully and no issues with the programming system were suspected. Patient was last seen on (B)(6) 2015 but her vns device was not interrogated at that time. However, notes mention that the patient gets hoarse when it the stimulation cycle is on. The previous provided did not interrogate the vns device and so the last noted settings available were from 2010 with output current as 1.75 ma, 30 sec on and 5 minutes off. Patient was reported to be having increased seizures, which were likely above pre-vns baseline. Patient's seizures were aborted with the magnet swipe but were not doing so anymore. It is unknown if patient is able to feel vns stimulation but patient does not feel the hoarseness anymore either. Patient's last seizure was reported to be provoked by missed medication. It is unknown if the increased seizures might be related to patient's non-compliance to medication. Patient has also gained weight (~40 lbs) since implant and the nurse was unable to palpate the generator. The presence of fatty tissue in the chest and the implant depth might also be a contributory factor. Additional relevant information was not received.